Manufacturer narrative:
Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Device 2 of 3: manufacturer reference report number #: 1627487-2021-14178. Manufacturer reference report number #:1627487-2021-14158. It was reported that the patient underwent a system explant due to never establishing adequate relief.